Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported to the distributor that the licox unit was placed on a patient without incident. Two to four days after insertion, the cc1.sb reading went to zero. The catheter was removed from the patient and tested in room air but continued to measure zero.